Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the broken reamer reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.

Event description:
During surgery, the tip of the reverse reamer broke off in the glenoid vault and was left in the patient. It did not interfere with glenoid placement. This event report was received through clinical data collection activities.